Event description:
It was reported the patient¿s implantable neurostimulator (ins) incision had opened up completely. It was stated the ins and lead were removed the day prior to report. It was noted the patient had been getting great symptom relief from fecal incontinence due to therapy. The reporter was unaware if any infection was present. It was later reported the cause of the event was unknown and it was also unknown if there was an infection. It was noted the doctor may implant in the future because the patient had 100 percent fecal continence. Reportedly, the doctor was able to successfully remove the lead and ins and there was no information on the patient¿s status.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0csud, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, (B)(4).